Event description:
Complainant alleged that while treating a patient, the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.